Event description:
Additional information was received indicating the device eroded through the patient's skin. This device was explanted, the pocket was revised, and a new s-ICD was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode underwent a pocket revision due to suspected erosion. The system had not broken the skin, however the skin was red. The red area of the patient's skin was excised and the device was repositioned in the pocket. No additional adverse patient effects were reported.